Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of lens was scratched when it was placed in the injector and lens explanted; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A photo attached to the parent complaint was reviewed by the investigation site. The photo is not related to this qs file. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during intraocular lens (iol) implantation procedure, the lens was scratched when it was placed in the injector. The lens was removed and replaced in an initial procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).